Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported an incomplete seal of the laa occurred. In (B)(6) 2014 a 30mm watchman¿ laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The device was positioned distal to and spanned the entire ostium of the laa; however, an incomplete seal with an 8mm jet was observed at 135 degrees.